Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient developed redness, inflammation, and an abscess at the needle puncture site, with the inflammation extending beyond the patch perimeter. The insertion site had been prepped with alcohol prior to sensor placement. A photo included in the complaint record was reviewed and confirmed the presence of an abscess at the needle puncture site, along with redness and inflammation extending beyond the patch footprint. On the same day, the patient consulted a physician via phone and was prescribed oral antibiotics (cephalexin 500 mg, twice daily for 10 days). At the time of this report, the wound had healed following treatment. No data or product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).